Event description:
The customer reported being in the emergency room with high blood glucose around 470mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, and basal rates were correct. Assisted the caller to run a manual prime test and the insulin did exit. Reviewed the alarm history and found auto off alarm. Instructed the caller to remove the cannula and it was not bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.